Event description:
Report received from facility stating possible patient exposure to cidex opa scopes that might not have been rinsed properly in the aer. Facility notified the patient's physicians about this possible incident.

Manufacturer narrative:
Cidex opa solution contains ortho-phthalaldehyde (opa), which is an acitve, aldehyde compound that can react with a wide range of compounds, which include amino acids, amines, ammonia, urea and proteins. Contaminated instruments (scopes) and human skin contain such compounds and can therefore react with opa and produce a dark stain on the contact (instrument and human skin) surface. It has been determined that staining issues are usually caused by inadequate rinsing of instruments.